Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During gamma3 surgery, the set screw could not be tightened enough.